Event description:
It was reported that prior to an endoscopic retrograde cholangiopancreatoscopy (ercp) procedure, a blockage occurred. Upon preparation of the extractor rx 9mm x 12mm retrieval balloon, a blockage was noted while attempting to prime the cannula with an unspecified contrast solution. It was noted, however, that the balloon was able to be inflated. The device was not used and another of the same device was used to complete the procedure. The patient's status is reported as "stable".